Event description:
It was reported the insulin gauge displayed a different amount than expected. The caller experienced a static fill estimate issue, with the pump displaying 175 units, which then quickly dropped to 100 and 60 units. There was no reported adverse impact on the customer's blood glucose level. Cts educated the caller about potential causes related to pressure variance but, due to safety concerns, the caller decided not to use the pump. Consequently, the pump, still under warranty, was replaced, and arrangements were made for the return of the faulty device. The customer was guided on putting the pump into storage mode and acknowledged all instructions.